Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the patient's blood glucose was 374 mg/dl. The mother stated that when the patient woke up the insulin pump screen was blank. The battery had died but the caller could not verify whether or not the battery was already low. Troubleshooting did not occur for the blank display anomaly. The insulin pump was not returned for analysis.